Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was found that the guide wire was bent when opening the packaging, before use on patient." There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial catheterization kit for analysis. Visual analysis revealed the guide wire contained multiple kinks and offset coils towards the distal end of the guide wire body. The guide wire was unraveled from the distal weld. The distal weld was present and appeared full and spherical. A bubble within the supplied guide wire hub component (a-04020-015a) was additionally noted. Microscopic examination revealed white particulate inside the guide wire tubing. Clarification was requested of the customer regarding the unraveling, but they confirmed only observance of the kinking of the guide wire which occurred prior to use during product preparation/ pretesting. Functional testing of the guide wire could not be performed due to the condition of the returned sample. Functional testing of the needle cannula was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was advanced into the needle and the guide wire was able to pass entirely through the cannula with minimal resistance. Manufacturing has been previously contacted for complaints of this nature. They confirmed that this is a verified teleflex issue that requires further evaluation via a nonconformance. A device history record review was performed, and a relevant finding was identified. A non-conformance was created for material number a-04020-015a with batches 14p22a0113, 14p21k0320, and 14p22b0181 regarding an arterial "swg/needle resistance, kinked" defect. The IFU provided with this kit warns the user, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture. Warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed the guide wire was additionally unraveled from the distal end, and white particulate was present on the guide wire. A 'bubble' had also formed inside the supplied guide wire hub component. This bubbling may create resistance between a lab inventory guide wire and the proximal opening of the cannula, which would contribute to the reported event. A device history record review was performed and revealed relevant supplier related findings. Therefore, based on the customer report and sample received , the root cause is likely supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was found that the guide wire was bent when opening the packaging, before use on patient." There was no patient involvement.